Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the cgm readings were fluctuating significantly and changing drastically. No specific cgm or blood glucose values were provided for that date. On (B)(6) 2026, while driving, the patient experienced symptoms including shakiness, confusion/disorientation, sweating, dizziness, lethargy, feeling "out of his mind," and nearly passing out (presyncope). A friend assisted the patient by providing a soda (pepsi). The patient reported that symptoms gradually improved and resolved within approximately one hour. No cgm reading, fsbg reading, or other blood glucose value was provided for the time of the event. The patient did not seek medical attention, as symptoms resolved after consuming the soda. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ delirium.